Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50 cm.

Event description:
A report was received that the patient was having rib pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having rib pain. The patient will undergo a revision procedure.